Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side rupture. Device was explanted.

Event description:
Health professional reported right side rupture. Device was explanted.

Event description:
Additionally, health professional reported pathology report noted right side "chronic inflammation."

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified weight of the device to be within specification, yellow particles, crease flat and an opening. A microscopic analysis was performed which identified an opening (striated) in the posterior and consist in the use of a surgical tool. Based on the device analysis the final assessment is a striated opening on posterior side due to surgical damage.